Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and determined that the carbon bridge had a malfunction. The fse performed repairs by replacing the carbon bridge which resolved the issue. The system functioned properly without any patient result failure issues.

Event description:
The customer reported obtaining false high sodium (na) result for one (1) patient sample involving the unicel dxc 600 pro synchron system. The false high na result was reported outside of the laboratory. The customer repeated this sample on an alternate dxc and obtained na result which was within the normal reference range for the patient. There was no effect to patient treatment in connection to the event.

Event description:
The customer reported obtaining false high sodium (na) results for three (3) patient samples involving the unicel dxc 600 pro synchron system. The false high na results were reported outside of the laboratory. The customer repeated these samples on an alternate dxc system and obtained na results which were considered correct. There was no effect to patient treatment in connection to the event.